Event description:
Customer called stating that the pump stopped. Both driver arms were loose. Water was pushed through the syringe and tubing during troubleshooting. Customer still felt that the driver arms were too loose and did not feel comfortable with the unit.